Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient refused to have their implantable cardioverter defibrillator (ICD) replaced knowing that it was at elective replacement indicator (eri). The patient experienced an asystolic event and required cardio-pulmonary resuscitation (CPR) to sustain life. It was also noted that the ICD was unable to be interrogated. The ICD was replaced by an implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.